Manufacturer narrative:
Product complaint#: (B)(4). Initial reporter name and address: phone: (B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00547. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, a 4mm x 23mm enterprise 2 intracranial neurovascular stent (encr402312, 6610176) became impeded in distal end of a prowler select plus microcatheter (606s255x, 30688485) and could not advance any more. The physician retracted the devices and observed that microcatheter (mc) was kinked/bent and the stent body was separated from delivery wire (stent body was not connected to delivery wire). A new microcatheter and stent were switched to complete the surgery. There was no patient injury report. No additional information is available.

Manufacturer narrative:
Product complaint (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization, a 4mm x 23mm enterprise 2 intracranial neurovascular stent (encr402312, 6610176) became impeded in distal end of a prowler select plus microcatheter (606s255x, 30688485) and could not advance any more. The physician retracted the devices and observed that microcatheter (mc) was kinked/bent and the stent body was separated from delivery wire (stent body was not connected to delivery wire). A new microcatheter and stent were switched to complete the surgery. There was no patient injury report. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, only the delivery wire was returned for evaluation, and it was found to be in good condition (i.e., no kinks, no fractures, or separations). The issue documented that the stent became impeded in the microcatheter could not be tested since the stent component was returned detached from the rest of the device. The stent must be still inside the introducer tube to perform the functional analysis. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding a premature deployment of the stent in the microcatheter was confirmed due to the detached condition noted on the stent; however, the exact contributing factors to this issue could not be identified. The stent deployment could have been secondary to the impediment condition; it is possible that in an attempt to advance the stent through the microcatheter, force may have been inadvertently applied, which resulted in the stent detachment. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The customer complaint regarding an impeded condition was not able to be evaluated due to a functional test could not be performed. The customer complaint regarding a premature deployment of the stent in the microcatheter was confirmed due to the detached condition noted on the stent during the analysis. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.